Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for less than 72 hours. The patient faced this issue with 4 infusion sets. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.